Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert and emitted tones. A device revision procedure was scheduled. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert and emitted tones. A device revision procedure was scheduled. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. This device is not expected to return. No additional adverse patient effects were reported.